Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy simple surgical procedure, the fenestrated bipolar forceps instrument had a defective cable at the tip. The procedure was completed with no reported injury.